Manufacturer narrative:
Product event summary: the full lead was returned, analyzed, and no anomalies were found. The helix was able to be extended and retracted and turned within specification. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that when testing the lead helix, an abnormality was suspected as the helix did not extend even though it was turned to a maximum number of revolutions. The lead was not used and a different lead was implanted with no issue. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.